Event description:
Customer's mother reported via phone call that customer received a button error alarm. Customer's blood glucose was unknown. Customer was treating with manual injection. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.